Manufacturer narrative:
A DHR review was performed by a designated mcp member. No record of any rework or scrap being performed on the corresponding product lots was found. The product was investigated in the laboratory of the manufacturer. The customer delivered a hls module without the tubing set's tubing. A tightness test of the hls module was performed. No abnormalities / leaks were detected. The blood inlet and blood outlet connectors were determined to be damaged. The most probable cause would be during removal of the original mounted tubing's on the connectors. Based on this and the previously performed DHR review a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
November 20, 2015 10:19 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that while in use on a patient there was air in the arterial line of the circuit. The bubble detector was engaged and the circuit was primed. The circuit was switched out. (B)(4).